Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: during investigation, the pump was powered on and the displayed the verify screen. The display was found to be clear and legible. The film on the display lens was observed to be scratched. Unrelated to the complaint, evaluation revealed that the threads of the battery cap were stripped. A test cap was able to tighten securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was damaged. It was noted that the display was scratched. No further information was available. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.